Manufacturer narrative:
The suspected xenon lightsource (00mlxau) was returned to the manufacturer for evaluation: failure analysis: evaluation of the lightsource confirmed the complaint reported by the customer. The power supply unit (psu) was found to be faulty and blew both fuses when powered on, and will be replaced. This described failure is being addressed by an internal quality plan for issues relating to power supply. As an interim solution, integra can replace components of the mlx lighting units to restore functionality. Root cause analysis: the quality plan was opened by integra to address the root cause and corrective actions for the described issue(s).

Event description:
A facility reported that the xenon lightsource (00mlxau) blew the fuses when they tried to switch it on. It is unknown whether there was patient involvement; however, no patient injury or surgical delay has been reported.